Manufacturer narrative:
Event : the exact date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient went to the physician for troubleshooting purposes and the device was cycled. However, the issue was not resolved. A month later, the patent underwent a revision surgery, the device was explanted and a new aus was implanted. Upon inspection, the device was found to have fluid loss in the pressure regulating balloon (prb) due to a hole, this was found while injecting fluid into the prb. There were no patient complications.